Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was blurry. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was blurry. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the scope was blurry/dark. No patient injuries reported. Back-up device was available. Delay greater than 30 minutes was reported.